Event description:
It was reported that the collimator weighing approximately 40lbs detached and fell from the x-ray tube assembly, while the technologist was positioning the tube from a horizontal to an angled position. The technologist was able to catch the collimator before it fell to the table. No injury was reported. The concern is for a serious injury, if the collimator were to fall and contact a patient or operator due to its weight.

Manufacturer narrative:
Ge field engineer found that the bolts that hold the collimator plate to the tube became loose, allowing the collimator to detach and fall from the x-ray tube assembly. Visual inspection of the collimator revealed no damage obtained during the drop. The fe re-installed the collimator in accordance to the service manual.